Manufacturer narrative:
The complaint received states that during an interventional procedure the outback catheter body became unraveled/stretched. Per the account: the surgeon used the outback re-entry catheter to re-enter into the patient's right superficial femoral artery. In the process one of the prowater wires fractured off and was then determined to be extra luminal. Several attempts were used to move the catheter tip. On examination by the surgeon of the outback re-entry catheter it was noted to be uncoiled. There was no report of injury for the patient. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15013024 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 15013024. No nonconformance records were issued for this lot. Cannula subassembly lots 15005731 and 15013014 were reviewed. It was observed during review that no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. 2 units were rejected during the assembly of lot 15005731 and 5 units were rejected during the assembly of lot 15013014. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Outer shaft subassembly lots 15005735 and 15009118 were reviewed. It was observed during review that no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. However, there are possible vessel characteristics, specifically the 100% stenosis that may have contributed to the event.

Manufacturer narrative:
The original intended procedure was by left common femoral artery retrograde access. Diagnostic abdominal aortogram. Diagnostic pelvic angiogram. Selective open and over right lower extremity angiogram with runoff. Third order catheter placement in the right peroneal artery. Outback re-entry catheter placement and recannulization of the right superficial femoral artery. Recannulization of the right tibial peroneal trunk chronic total occlusion. Angioplasty of the right superficial femoral artery, right popliteal artery, right peroneal trunk, and right peroneal artery. Completion angiography, installation of 200 mcg of nitroglycerin, and completion runoff. Device usage problem: device failed (e.g. Broke, couldn't get it to work device failed or stopped working). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The surgeon used the outback re-entry catheter to re-enter into the patient's right superficial femoral artery. In the process one of the prowater wires fractured off and was then determined to be extraluminal. Several attempts were used to move the catheter tip. On examination by the surgeon of the outback re-entry catheter it was noted to be uncoiled.